Manufacturer narrative:
Date of submission 22-aug-2018 device evaluation: the device has been returned and evaluated by produc(B)(6)t analysis on (B)(6)-2018 with the following findings: the battery compartment was cracked below and above the grip pad. There was evidence of a battery compartment leak. Moisture corrosion was only observed in the battery compartment; no moisture was observed in other parts of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that corrosion was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.